Manufacturer narrative:
The device was returned to olympus for inspection. For chipped distal end cover, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem led to component failure. For communication error code e315, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem led to plug unit malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that it was found the distal end cover was chipped, and communication error code e315 occurred. There was no patient involvement.